Event description:
The lead involved in this MDR report was implanted in (B)(6) 2008. On (B)(6) 2009, pacing failure and low lead impedance were identified by the physician. A visual abnormality of the svc defibrillation coil was also indicated on the x-ray of the implanted lead. The subject lead was replaced on (B)(6) 2009.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.